Event description:
A user facility reported to olympus that due to image loss during a procedure, a diagnostic colonoscopy was cancelled. There was no patient injury, associated with the problem, reported to olympus. This is report #2 of 10 due to multiple events reported.

Manufacturer narrative:
The suspect device was returned to olympus. However, an evaluation has not been completed at this time. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
This is report #2 of 10 due to multiple events reported. Reference medwatch reports with the following patient identifiers: (B)(6) for additional events.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation, as well as corrections to b5, d9, and g2. Please see updates to b5, d8, d9, g2, h3, h4, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the loss of image was unable to be identified. Olympus will continue to monitor field performance for this device.